Manufacturer narrative:
Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked end cap. However, the insulin pump passed the displacement test. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and battery tube threads.

Event description:
It was reported that insulin squirted out during manual prime. The insulin pump's piston continued to move forward after reservoir contact and insulin squirted out. The numbers did not appeared on the screen and no beeps were heard. The customer could not exit prime. Customer's blood glucose level was 211 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.